Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was noted on the distal conductor (not obstructed) and blood was noted in/on the helix/lobe mechanism. There was also a tip seal observation.

Event description:
It was reported that during implant attempt the lead could not be used due to the patient anatomy. The lead was removed and returned. No patient complications were reported as a result of this event.